Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultra2 meter was reading inaccurately high compared to his feeling/ normal result(s). The complaint was classified based on the customer service representative (csr) documentation. The patient alleged that the issue began on (B)(6) 2010 (time not known). At an unspecified date/time the patient claimed he obtained blood glucose results of "150 and 240 mg/dl" with the subject meter. Based on the csr documentation, the patient manages his diabetes with insulin (type unknown). At an unknown time (on (B)(6) 2010) after the alleged issue occurred, the patient administered 65 units of insulin; however, at an unspecified time later, the patient claimed he developed symptoms of sweating and shaking. It is not known what treatment, if any, the patient received following the onset of his symptoms. At the time of troubleshooting, the csr verified the correct unit of measurement with the subject meter. The csr also noted that the patient performed a quality control solution test that passed. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he developed symptoms suggestive of severe hypoglycemia after the alleged issue began.